Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot k388419 was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The nurse reported the a variance between the inratio inr result of 1.5 and the laboratory inr result of 2.0. Date and timing between tests is unknown. Therapeutic range: unknown.